Event description:
It was reported that during central processing, the 8mm large suture cut needle driver instrument's drive wheel fell off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was found to have a broken life indicator. The housing was removed, and inspection found the life indicator broken at the flag to cylinder interface and the broken disk was returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.